Manufacturer narrative:
The following products were manufactured by zimmer inc. (B)(4): catalog #00784101000, versys femoral stem, lot #6063977- not explanted; catalog # 00620204822, trabecular metal shell with cluster holes, lot #61043613- not explanted; catalog #00630504832, trilogy longevity crosslinked poly liner, lot #60992178 manufactured by b.v., ponce, pr. The components were confirmed as compatible. A complaint history search of the femoral head item number returned no additional complaints for metallosis or trunionosis worldwide since release of the product. Additionally, none of the manufacturing lots of the components involved in this complaint have received complaints against them. Revision operative notes have been reviewed and it is noted that the patient's entire abductor was gone. Black staining of the femoral head taper was discovered, however there was no metallic staining of tissue present in the joint. Photocopies of x-rays prior to revision were provided, which therefore do not give great clarity, but show seemingly well placed left tha components. It is also apparent that the patient has bilateral thas. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised for several dislocations. While being revised, it was discovered that the patient had trunionosis and metallosis.